Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h6. Reported event is unable to be confirmed due to limited information provided. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for the investigation as the product was kept by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02424, 0001825034 - 2020 - 02425, 0001825034 - 2020 - 02426.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to elevated metal ion levels. During the procedure, the taper was difficult to remove from the stem and was eventually cut off. Attempts have been made and additional information on the reported event is unavailable at this time.